Event description:
It was reported that the customer experienced an issue with the pump¿s touchscreen, which was unresponsive and frozen, preventing interaction. The customer reverted to an alternate pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.